Event description:
A (B)(6) patient with pre-existing spina bifda, had chait cecostomy insitu lower right quadrant. The patient complained of anal pain and upon inspection it was discovered that the end of the cecostomy catheter was protruding from the anus, when bowel washouts were performed. Surgical consultation follwed and it appears that the friction may have caused an anal fissure so it was decided to remove the chait device. During surgery the surgeon found no bowel abnormalities to indicate why the chait end would protrude from the anus. It was also noted that the chait catheter returned to its normal size upon removal.the device was not kept for rep to return it and the patient now has a competitor's catheter insitu pending discussions of what device best for this patient.

Manufacturer narrative:
(B)(4).the event is currently under investigation.